Manufacturer narrative:
The 6/4mm ado was received at sjm and decontaminated. The ado was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The ado was confirmed to meet dimensional specifications when measured with a caliper. The ado was successfully deployed from a test 6f loader without any deformations, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. According to the instructions for use, the amplatzer duct occluder is a percutaneous, transcatheter occlusion device intended for the non-surgical closure of patent ductus arteriosus (pda).

Event description:
The 6/4mm amplatzer duct occluder (ado) was implanted in a patient with a ventricular septal defect (vsd) with difficult anatomy. Upon release from the delivery cable, the ado embolized and was percutaneously retrieved and removed without harm. The patient will undergo surgical closure of their vsd.